Manufacturer narrative:
The insulin pump had partial white display with colored vertical lines on screen due to corrosion on all electronic assemblies. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to a partial display. The device had a scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, stained serial number label, severely faded end cap address label, corrosion on force sensor assembly, and moisture damage on the motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the display lcd is unusual. The customer's blood glucose was unknown.